Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Additional information from the field representative indicated that there was no drainage coming from the pocket but the physician assumed this device was infected as it was already exposed through the skin. Moreover, wound and blood cultures were taken however the field representative did not know the results. There was no vegetation on leads or in pocket upon observation. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.